Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. Call tech support message displayed..  The receiver log was reviewed and screen error alarms and firmware errors were observed. The complaint was confirmed for receiver error icon display due to firmware errors observed in receiver log the reported event of an error icon display was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed an err121. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.